Event description:
(B)(4). It was reported that during a coronary artery stenting treatment a thrombus occurred. Target lesion 1 was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.1mm and the lesion length was 16mm. Pre-procedure was 58% stenosis and post-procedure was 0% stenosis. A 3.0x24mm liberte stent was implanted. Target lesion 2 was located in the lad. The reference vessel diameter was 2.1mm and the lesion length was 24mm. Pre-procedure was 62% stenosis and post-procedure was 0% stenosis. A 3.5x28mm liberte stent was implanted. There was an additional procedure of thrombus suction for thrombus performed in the target lesion. The procedure was a technical success. The patient was discharged 2 days later without anginal complaints or silent ischemia. Medications included aspirin 100mg daily/indefinite and clopidogrel 75mg clopidogrel daily/12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.